Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 and claimed inaccurate cgm readings on (B)(6) 2013.patient's parent reported no injuries or medical intervention at the time of contact with dexcom technical support.